Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video gastrectomy procedure, using the last blue reload in the jejunum loop resection, the psee60a did not return the lamina after the load shoot. The opening maneuvers were performed, and we were unsuccessful. It was necessary to use ¿override maneuver¿ so the blade returned, consequently opening the jaw and releasing the stapled tissue without further damage to the patient.

Manufacturer narrative:
(B)(4). Batch # t5c451. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gts60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.